Event description:
For 28 days following uterine artery embolization fever spiking to 103 degrees. Pain level of 8-9 out of 10 for 2 weeks after uae. Administered narcotics for pain control. Weight loss of 16 lbs in 2 weeks. Post uae symptoms include hormone fluctuations, severe acne on face and neck. For the past 16 months pt experiencing sharp stabbing pain in the inner thigh and down the calf.